Manufacturer narrative:
Concomitant products: product ID 3550-39, serial # unknown, explanted: (B)(6) 2014, product type accessory; product ID 3550-39, serial # unknown, explanted: (B)(6) 2014, product type accessory; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient experienced constitutional nausea while using the neurostimulator. The patient no longer wished to utilize the device, so it was explanted the day of the report. The manufacturer representative had not heard from the patient since surgery.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that it had a reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count was 12. The last recorded recharge session done while the device was implanted occurred on (B)(6) 2009. The device was recharged for 1 hour and 42 minutes and the battery charged from 3.780v to 3.885v. There was no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.